Manufacturer narrative:
During a coronary orbital atherectomy procedure, a csi orbital atherectomy device (oad) did not have any fluid flowing out the distal end during testing. The physician was testing the oad outside the patient, but did not observe fluid flowing through the device and out the distal end of the saline sheath. A second oad was opened and used to successfully complete the procedure. No patient complications occurred as a result of this event.

Event description:
The oad was received on 10 october 2016 without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage that would have contributed to the reported event of no fluid flow during testing. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. An in-house 0.012" test wire was loaded through the device without resistance. When tested, the oad spun at low and at high speed with no abnormalities observed. The control knob was retracted to the full backward position and fluid flow was observed from the distal end of the saline sheath and driveshaft as expected. When the control knob was moved into the full forward position, fluid flow was no longer visible. Destructive analysis of the handle assembly revealed a restriction in the nosecone glue plug when the control knob is in the full forward position. The nose cone assembly was sent for cross-sectioning and it was identified that adhesive had wicked into the glue plug-to-saline sheath bond location. At the conclusion of the failure analysis investigation completed on 18 november 2016, the root cause was a blocked nosecone glue plug. When the control knob was advanced to a full forward position, the wicked adhesive caused restricted fluid flow through the saline sheath. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.